Event description:
It was reported that a flo-gard infusion pump presented an air in line alarm. This occurred during service/testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site, the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing and an alarm log review were performed with no defects related to the reported problem noted and no air in line alarm identified. An f-63 alarm was identified which was captured and reported in (B)(4). A device history record review and a service history review revealed no issues that could have caused or contributed to the reported alarm. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.